Event description:
It was reported by service report that there were broken siderail toprail and latch spindle plastic housing broken on the right hand side. It is unk if there was pt involvement, however, no adverse consequences are reported.